Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying a proximal error low priority alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was displaying a proximal error low priority alarm. During troubleshooting, it was reported that the customer was not in front of the device at the time the call was made. The rse informed the customer to check event log and confirm error code. The rse noted that if the device was displaying a 110a error code, it was recommended to check position of data acquisition (da) board, and to ensure that the solenoid valves were properly aligned. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.